Manufacturer narrative:
A secondary review of our reports contained in our system indicates this event was inadvertently not reported as an MDR at the time of event notification. Evaluation summary: (B)(4) device within specification, full lead returned for analysis.

Event description:
At time of implant, unable to pass across valve-perforation of vein.

Event description:
At time of implant, unable to pass across valve-perforation of vein. Unable to pass across valve-perforation of vein assessed not implanted although pt had dual chamber implanted later.